Event description:
This report is related to previously reported complaint of post pace t-wave oversensing, reported on (B)(6) 2015, MFR number 2938836-2015-01098. It was reported that the implantable cardioverter defibrillator exhibited post pace t-wave overseeing again. The physician elected to make no programming changes. Oversensing episodes rarely occur and the patient would continue be monitored.